Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via the 24 hour helpline senior inbox that customer believed that insulin pump was not delivering properly. It was reported that insulin pump's alert was not loud enough. It was also reported that customer was hospitalized during the previous summer due to diabetes ketoacidosis and hypoglycemia. Customer declined being transferred to 24 hour helpline.